Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to corroded inside the battery tube and battery cap contact. Analysis was unable to perform the displacement, basic occlusion, occlusion, prime/compromised force sensor, no delivery tests and unexpected low reservoir alarm due to blank display.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via a phone call a blank display. Blood glucose at the time of incident was 313mg/dl. The customer state the blank display occurred after changing the infusion set. The customer stated that the battery cap was corroded due to battery acid. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis. The device will be returned for analysis.